Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to power connector in battery tube not plugged in properly into connector in interface board. No off no power alarm, low battery alarm, weak battery alarm or battery out limit alarm noted during testing. We were unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime or excessive no delivery test or operating currents check due to failed battery test alarm. The insulin pump had a cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump constantly alarms off no power and stops working. Customer also indicated that the pump will shut off by itself. Customer's blood glucose was in the 200 to 300 mg/dl range. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.